Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away at home on (B)(6) 2015. The cause of death was suicide. Customer had renopathy and neuropathy. Customer's blood glucose at the time of death was unknown. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Insulin pump would not be returned due to insulin pump not being returned after death.